Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the left femoral artery to support the 51 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The underlying medical history was not shared. There was a temporary pacer inserted also at the left groin site, but the electrophysiological history was not shared. The patient had been transferred to the medical center with a reported drop in platelets and the last set of labs from transferring facility had hemolyzed. The hemolysis was not confirmed by another other measures or labs and was not noted to be treated by blood or dialysis. They also alleged and first medical center there was thrombosis. No treatment for it was noted to be initiated. The cp was supporting for 1 day when the decision was made to explant and escalate to an impella 5.5 pump. The pump had been functioning as expected, p-7 with 3.1 l/min flow with d5w with sodium bicarbonate in the purge solution. While in the operating suite to explant and escalate there was an ooze and hematoma observed at the left femoral site. The cardiac team was unable to close the site with perclose due to another emergency and so vascular was called in to close the cp site. Of note the surgical closure was complicated due to the temporary pacer also being inserted at the left groin site. The platelets dropped by more than 50% and patient was in profound shock with a cardiac index of 1.2. The urine was amber in color and decreased. The cvp was reported to be 5 mm hg. The 5.5 was successfully placed and support initiated. To date the 5.5 supports and the patient has survived.

Manufacturer narrative:
Additional information was received: the patient had a platelet value of 170 upon arrival and was treated with heparin. The patient's platelet value dropped to 70-80. The patient also experienced shock. Volume was given and the patient was escalated to an impella 5.5.